Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device expiration date: unknown. Device manufacture date: unknown.

Event description:
It was reported that the bd alaris smartsite gravity set popped off from spike. The following information was provided by the initial reporter: tubing popped off from spike.

Manufacturer narrative:
H6: investigation summary: one photo was submitted for quality evaluation. The customer complaint of connection was not verified, however, separation was verified by inspection of the photo provided. Investigation of the photo provided by the customer indicates that the tubing separated at the outlet port of the drip chamber to tubing union. A device history record review for model 47177e lot number 22069594 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. The root cause for the failure could not be determined due to the physical sample not being available for investigation. Based on previous investigations with similar failures, the probable root cause for the issue is that there is a lack of solvent between the tubing and drip chamber outlet allowing for the tubing to separate from the drip chamber easily.

Event description:
It was reported that the bd alaris smartsite gravity set popped off from spike. The following information was provided by the initial reporter: tubing popped off from spike